Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated to reduce occurrences for snare head retraction difficulties for asdb devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a endoscopic mucosal resection (emr), the physician used a cook acusnare polypectomy snare. Emr was performed, and the snare was used by experienced staff. Upon retraction, the snare head became tangled and it was unable to close completely. A perforation occurred as a result. Hemostasis clips were placed and the patient was admitted for a hospital stay. During the hospital stay, a three-view x-ray was performed and confirmed free air, consistent with a perforation. A repeat colonoscopy was performed to repair the perforation with [additional] hemostasis clips. This occurred on three patients. See related MDR's 1037905-2018-00552 and 1037905-2018-00553. A section of the device did not remain inside the patient¿s body. The patient required placement of hemostasis clips, hospitalization and a repeat colonoscopy to place additional hemostasis clips to repair the perforation due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.